Event description:
The investigation determined that higher than expected vitros ammonia (amon) results were obtained when the customer processed a non-vitros (biorad) qc fluid on a vitros 5600 integrated system. Biorad lot 54332 qc fluid results of 101.43, 100.63 ((B)(6) 2021), 104.07 and 104.10 umol/l ((B)(6) 2021) versus the baseline mean result of 81.5 umol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The customer obtained the higher than expected results when processing a non-patient fluid. There was no indication patient results were affected around the time of the event. Ortho was not made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).

Manufacturer narrative:
The investigation determined that higher than expected vitros amon results were obtained when the customer processed a non-vitros (biorad) qc fluid on a vitros 5600 integrated system. The most likely cause of the higher than expected vitros amon results was an instrument related issue. Pre-service amon diagnostic precision testing failed acceptable guidelines, suggesting an issue relating to microslide incubator contamination. An ortho field engineer (fe) replaced the microslide incubator evaporation caps and performed all necessary adjustments. Following ortho fe actions, diagnostic precision testing indicated acceptable instrument performance. Two additional high amon biorad l2 qc results were obtained post service ((B)(6) 2021) and prior to recalibration. Per vitros 5600 reference guide, calibration is required after critical system parts are replaced due to service or maintenance. Following recalibration of vitros amon lot 1018-0255-4044 on (B)(6) 2021, the results from biorad qc fluid testing were within acceptable guidelines. Ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros amon lot 1018-0255-4044. (B)(4)